Event description:
It was reported that during a pci procedure involving a lesion located in the distal right coronary artery (rca), the liberte' monorail delivery balloon ruptured at 8 atms during deployment. The number of inflations and to what atms is unk. The stent was not well apposed due to the balloon rupture; therefore, the physician used a maverick2 monorail balloon to completely deploy the stent. No pt injuries or complications were reported. Pt status is reported as 'well'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.